Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter for an unspecified indication. The customer reported that the hub on the line extension cracked. The device was completely explanted and a new device replaced. The circumstances and handling conditions leading up to the event are not known. The device was received by the manufacturer for evaluation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Investigation - evaluation one triple lumen central venous catheter (cvc) was returned in an opened and used condition. Bio-matter is present in the blue and white lines. No bio-matter is present in the red line. There was a luer lock connector attached to the white hub. The luer connector was easy to unscrew and remove. The hub of the white line was observed to be longitudinally cracked, thus confirming the failure. A thorough document review was completed and complaint history trends were assessed. There have been 7 complaints on 7 devices. Current risk controls include tensile testing of incoming catheter materials, catheter design with proper tolerances, inspection of device functionality prior to shipping, leak testing prior to shipping, and instructions for use outlining proper procedure of device use and operating ranges for the cvc. It is possible that excessive force and/or pressure was applied to the cvc hub, leading to its fracture. However, we are unable to determine with certainty what led to this failure mode. The appropriate personnel will be notified and we will continue to monitor for similar complaints. Per rhe risk assessment, no further action is required. Per the quality engineering risk assessment no further action is required.